Manufacturer narrative:
The event date is unknown. The patient's weight was not disclosed. Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-01534. It was reported one of the patient's leads was found to have migrated. In turn, the patient's physician decided to explant and replace the lead to address the issue. Note: both of the patient's leads are being reported as explanted because it's unknown which device liable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-01534.